Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2010 for mesh erosion and extrusion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure; laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, urethral suspension procedure using mesh, for stress urinary incontinence on (B)(6) 2008 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, urethral suspension to treat stress urinary incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.